Manufacturer narrative:
Cine image review: a single cine was received of a long protégé self-expanding stent. The cine received shows four areas of stent elongation.

Manufacturer narrative:
(B)(4).

Event description:
This procedure was performed in (B)(6). Device was implanted in the patient's left sfa in 2013 with no known issues to the stent and IFU was followed. At least 4 fractures of the stent were identified (B)(6) 2016 on follow up due to patient becoming claudicant in the left leg that was stented in 2013. The stent was not deployed through a previously deployed stent, no resistance encountered, or excessive force used during delivery. On (B)(6) 2016 the patient had a follow up and claudicate in the left leg was found. Complications were found due to restenosis related to the target vessel. Severe calcification with 75% stenosis found in the mid artery. A review of the manufacturing records for this lot revealed no discrepancies relevant to this reported event were noted. The everflex entrust stent delivery system was not received for evaluation. The everflex stent was not received. There were no ancillary devices, procedure reports, or cine images from the procedure were received for evaluation. The root cause of the reported stent fractures could not be determined. Neither cines nor procedure reports were provided for analysis. The instructions for use (IFU) list under potential adverse events: restenosis and stent collapse or fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.